Event description:
It was reported that the customer had bent cannulas. Customer's blood glucose level at the time 48mg/dl. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and performed bicarbonate buffer test. 2 of 3 sensors failed for low readings. 1 remaining sensors passed per spec. With accurate readings. Also found all 3sensors cannula bent. Unable to confirm customer received sensors in said condition due to customer returned opened/used.